Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) error. Technical services (ts) was consulted and discussed how to the patient data needed to be reentered and how the remaining battery longevity would be inaccurate until it reached around 15-20% of remaining battery longevity. Ts noted the error is benign and the device was operating normally. It was reported the patient went under a tsa scanner, so this is a suspected cause for the observed issues. This s-ICD remains in service. No adverse patient effects were reported.